Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. Vascular access was obtained via the left artery. The 4mm, with a >45 and <90 degree bend target lesion was located in the non-tortuous and non-calcified peroneal artery. A 300cm straight tip v-14¿ controlwire® was advanced to cross the lesion. However, the tip of the wire broke off. The broken tip was then retrieved with a snaring device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.